Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple stored episodes of non-sustained vt due to far p wave oversensing were observed via remote transmission. It is noted that the device had been previously oversensing and that programming changes were made to the device however the oversensing is still present. Oversensing was unable to be resolved with programming and further follow up is scheduled. Patient was fine after the event.